Manufacturer narrative:
After further review it was determined that there was no issue with this cs300 serial number (B)(6). The complaint was opened in error and no follow up report is necessary.

Event description:
N/a.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) did not charge above 50%. The issue occurred prior to use and no patient was involved.

Manufacturer narrative:
System is upgraded from cs100 to cs300. The product details of cs300 are not available. A supplemental report will be submitted upon completion of our investigation.